Manufacturer narrative:
Logfiles review shows all laser system functions were within specifications for the day of treatment. The logfile shows 49 successfully performed treatments. All treatments were performed without interruption and the eyetracker was activated during the complete day. No abnormalities or deviations can be detected in the logfiles which can contribute the reported issue. The system history shows that the laser was verified successfully prior the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that topography results show that the treatment was offset resulting in a refractive surprise of mixed astigmatism and corneal distortion after photo refractive keratectomy (prk). The patient will be scheduled for re-treatment at a later date.